Manufacturer narrative:
Additional information was provided in d.10.,h.3., h.6. And h.10. Evaluation summary: the product was returned opened. Haptic and optic damage was observed. A non-qualified associated cartridge and handpiece were indicated. A qualified viscoelastic was indicated. The root cause may be related to a failure to follow the directions for use (dfu). The use of non-qualified products may result in lens delivery difficulties and/or lens damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified surgical technician reported a "damaged lens" during an intraocular lens (iol) implant procedure. There was no patient contact and the procedure was completed. Additional information has been requested.